Manufacturer narrative:
Additional information received from the health care professional (hcp) indicates the sensor related to minute ventilation remains programmed on. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a review of stored atrial tachy response (atr) episodes, this pacemaker and right atrial (ra) lead displayed noise and oversensing. The pacing lead impedance also had variable measurements between 430 to 627 ohms. It was reported that the patient was pacemaker dependent in the right ventricle. No adverse patient effects were reported.